Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Reportedly, on (B)(6) 2026, the customer lost consciousness, fell, and "hurt their back". Reportedly, the customer's son and spouse assisted the customer by inserting a new infusion set, performing the loading process, and administered a bolus via the pump.